Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient had shockwave being used during a high-risk percutaneous coronary intervention (hrpci) with the support of an impella cp. During the percutaneous coronary intervention, there was a loss of signal. The optical signal loss did not prompt intervention. At the conclusion of the hrpci, the pump was explanted. No harm or injury was noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impella cp sn (B)(6) returned for investigation. Data logs are not available. Optical sensor issue: clinical details note that there was a psnr alarm and loss of ps waveforms at the same time that shockwave was being used on lcx. The exact distance between shockwave and the sensor is unknown. Data log review showed a loss of ps along with drop in snr near zero. There was also a decrease in contrast but the rest of the optical parameters remained fairly stable. Psnr alarmed and ps was lost for the rest of the case. The product was returned and evaluated. The snr was near zero, contrast was below spec, and lamp was ~60%. Gain, light, and cavity length were within normal limits. The pump passed laser continuity testing. The sensor was removed and inspected. The sensor face appeared to be damaged. The cause of optical sensor issue was a damaged sensor likely due to shockwave interaction since clinical details noted that ps was lost while using shockwave and the returned product had a damaged sensor. Device history lot: device lot: 1931464. Device history batch: subcomponent lot: n/a. Device history review- the pump sn (B)(6) passed all post-sterile inspection checks.